Event description:
The patient was undergoing a laparoscopic gastric fundoplication. Nexfin (distributed by edward's lifesciences) noninvasive continuous blood pressure monitor system was used to monitor hemodynamics. Upon emergence/extubation and untucking of arms, it was noted that the patient's right distal middle finger was hyperemic and edematous (around the area of the nexfin finger bp cuff). The patient also complained of pain in the affected digit. She was treated symptomatically in the pacu and observed for any worsening of symptoms. Prior to discharge from the pacu the edema and hyperemia were mildly improved. The pain was still present, albeit mildly improved from the intensity present immediately post op. Approximately ten days post operatively, the patient reported decreased feeling in the tip of her finger.